Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that a leak was found during tube insertion. When a contrast agent was injected into the nasogastric tube for confirmation of stomach placement, the device leaked from somewhere on the tube and was found during radiography. The device was replaced for a new one. There was no patient injury. The physician who placed the tube stated that he felt resistance when he pulled out the stylet. No further information was received.

Manufacturer narrative:
Halyard health received one (1) used sample that was returned without the original packaging however, a product label was returned with the sample. The subject sample was evaluated and confirmed there was a small slit/hole. However, the root cause of the reported issue was not conclusively determined. The process assessment found no activities or tools that could cause this type of flaw in the tube component. Per the instructions for use, vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 15-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).